Event description:
On (B)(6) 2007, it was reported to boston scientific corporation that a prolieve thermodilatation kit was used on (B)(6) 2007, in a benign prostatic hyperplasia (bph) procedure. According to the complainant, the procedure was completed successfully. The day after the procedure, the pt reported experiencing mild intermittent urinary urgency, mild intermittent bladder spasms, and mild urinary incontinence. The pt was prescribed sanctura shortly after the procedure. The pt was prescribed vesicare on (B)(6) 2008, for treatment of bladder spasms and urinary incontinence. As of (B)(6) 2008, the bladder spasms and urinary incontinence are reported to have resolved.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the lot number of the suspected device; therefore, the device manufacture date and expiration date is unk. The device was not returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the prolieve user manual, page 13, section adverse events, lists urinary urgency, bladder spasms, and urinary incontinence as anticipated adverses event for this procedure. (B)(4).